Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection and ulcer cannot be ruled out. Contributing factors for wound infection and ulcer in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 55-year old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, the patient informed novocure that, approximately five days prior, she developed an infection beneath a transducer array disc, located near the surgical resection site. The healthcare provider (hcp) advised temporarily discontinuing optune gio therapy and prescribed the patient unspecified antibiotics. The provided image indicates an ulcer with mild erythema and circumferential edema, aligned with the end of the surgical resection scar in the left temporal region. During an appointment with the hcp on (B)(6) 2024, the focal left parietal wound was described as persistent, but improved. Several attempts were made to contact the prescribing physician without reply.